Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they had trouble removing the battery cap off their insulin pump. The patient's blood glucose level was 412 mg/dl at the time of the call. The customer was able to remove the battery cap with a screw driver. The customer was informed that a new battery cap will be shipped to them out of courtesy. The customer was advised to call back if the new battery cap did not solve the issue.